Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited high out of range shock impedance measurements. It was reported that the shock impedance trend is rather stable overall averaging around 90-100 ohms. Boston scientific technical services (ts) discussed and recommended that the clinic continue to observe impedances until impedance increase to 140-160 ohm range. At this time, the patient will continue to be monitored. No adverse patient effects were reported. This product remains in-service.

Event description:
Additional information was received that this patient underwent a revision procedure and the crt-d and rv lead were explanted and replaced. No further complications have been reported.